Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) level of 322 mg/dl. The agent advised that the ilet would deliver corrective insulin doses, and the user confirmed understanding. The following morning, the user received an "occlusion alert" and was guided through testing and replacing the steel infusion set, which resolved the issue. By(B)(6) 2025, bg levels had returned to target range. The highest blood glucose (bg) recorded was 322 mg/dl. Bg was corrected with insulin. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.